Event description:
Lawsuit papers rec'd claims components resulted in repeated dislocations. Right thr performed in 1999 involving cementless s-rom femoral stem and acetabular shell. In 18 months following the 1999 thr; the right hip dislocated 20 times. Revision surgery of right hip was in 2000.